Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.